Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the reported malfunction could not be reproduced. A field service engineer confirmed that there was no issue with the drawer. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es experienced a malfunction in main drawer 2.1 and could not recover from it. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.